Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump fails accuracy testing. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found all in good condition with no appearance of any physical damaged. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. It was recommended that the expulsor assembly be replaced as precaution. No problem/fault was found with the device per the investigation. The root cause of the reported problem was unknown. Product is beyond 15 years from manufacture date of 2006-08 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400. Correction: h4: mfg. Date. 04-oct-2006.